Manufacturer narrative:
The biomedical engineer troubleshot the reported issue with ge healthcare technical support. The bag to vent switch was replaced by the customer biomedical engineer to resolve the reported issue. The customer contact reports there is no patient information available. Unique device identifier: (B)(4).

Event description:
The hospital reported that the bag / vent toggle sequence mechanically locked up during patient use. They could not physically move it all the way to the vent position. There was no report of patient injury.